Event description:
Related manufacturer reference number: 2017865-2024-71302. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the old right atrial (ra) lead exhibited high capture threshold and undersensing. The old ra lead was explanted and replaced with the new one on (B)(6) 2024. However, on (B)(6) 2024, the new ra lead was explanted and replaced again with another new ra lead with unknown reason. The patient status was unknown.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-71302. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the old right atrial (ra) lead exhibited high capture threshold and undersensing. The old ra lead was explanted and replaced with the new one on (B)(6) 2024. However, on (B)(6) 2024, the new ra lead was explanted and replaced again with another new ra lead. The patient status was unknown.